Event description:
It was reported that on sunday evening, the pt was started in man/spont mode and the user did not get any fresh gas flow. Due to the lack of fresh gas, the user almost lost the pt. The unit has been tested by the customer, but they did not detect any abnormality.

Manufacturer narrative:
The device was tested according to the manufacturer test certificate and no device failure could be determined. The logbook was analyzed and showed that there has been leakage higher than the set minute fresh gas flow and that the device alarmed appropriate for "volume not attained", "mv low" and others. The customer stated that it might be possible that the inspiratory hose has detached. The device is back in operation and no further problems were reported. The device operated as intended and delivered the set volume. When the volume could not be attained due to a leakage, the device alarmed appropriate. No device failure was found and the device is back in operation. No further problems were reported.